Manufacturer narrative:
(B)(4).

Event description:
As per the patient. The patient had an infection at the abutment site which was treated with an unknown topical medication. The implant remains in-situ.